Manufacturer narrative:
A ge representative evaluated the system and adjusted the ps1 power supply. System operates as intended.

Event description:
The customer reported that the system intermittently would display a communication error and stop working. No pt injury was reported.